Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump became unresponsive and could not be turned on. The customer stated that the screen was black and that only the battery gauge was visible. The customer's blood glucose level was 142 mg/dl. It was indicated that the customer had been using manual injections as alternate insulin therapy since the reported event. Troubleshooting was unable to be performed, as the customer declined to provide any additional information.